Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer discovered that the auxiliary cabinet drawers 3.1 and 3.2 were not detected on the bus. The fse shut down the station and inspected the back before turning off the power, noticing that no lights were emitted from drawer three, which was completely powered off. The back panel of that drawer was opened, and it was tested with a multimeter, revealing that drawer 3.1 was malfunctioning, as the sub-drawer was reading .5 ohms. The drawer controller was replaced, and then the module controller was also replaced, as it was non-functional. After both components were replaced, the station was powered on, allowing it to boot up in the application for the firmware update. It was then assigned to its correct location, and the fse logged back into diagnostics to conduct the acceptance test and verify its functionality. Upon entering diagnostics to perform the acceptance test, all the pockets opened, and they were detected on the bus. The drawer was also detected, and the customer was able to see that the drawer was operational. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had hardware failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.